Manufacturer narrative:
Based on the information provided the patient has concern that the polypropylene used to manufacture the flat mesh implant is not for human use. The monofilament polypropylene used in the manufacturing of bard mesh has been approved by the FDA for human use and has been used in the manufacturing of mesh implants for more than 50 years. It appears that the patient has obtained some inaccurate information which is causing him anxiety. Additionally, nausea is a known side effect to the multiple medications the patient is currently taking for an illness unrelated to the hernia repair. The information provided by the patient is limited to the maude event report; requests for additional information have not been answered. As such no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in november, 2016. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
As reported per maude event report (mw5086262): "I was informed that the bard mesh used in my hernia repair if made of polypropylene and is not to be used in the human body and with my long term (b6) diagnosis that the mesh used is toxic to people with compromised immune systems. After being informed of this knowledge I have been living with anxiety daily causing sleep problems and a lot more, I daily live with the fear that my medications to stay alive to treat (b6) will cause an autoimmune response due to the use of a polypropylene mesh that the msds sheet clearly states not to be used in humans. Anxiety, nausea daily. Date of use: (B)(6) 2017."